Event description:
The customer reported, the system displayed a checksum error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram memory and reloaded software. No pt injury was reported. The system operates as intended.